Manufacturer narrative:
(B)(4). Title: radiofrequency ablation using a multiple-electrode switching system for hepatocellular carcinoma within the milan criteria: long-term results source: international journal of hyperthermia, 2018 vol. 34, no. 3, 298¿305. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
Pli10: according to the literature study done from december 2006 to june 2011, during a study assessing the long term outcome of 516 consecutive patients treated with multiple-electrode switching system, nine major complications were observed. 3 patient had liver failure and 1 patient suffered from a jejunal perforation that stemmed from the jejunum adhering to the surface of the liver and the heat conduction through the procedure, the symptoms appeared 6 hours after. This was then treated with an intestinal repair surgery.